Event description:
The customer contacted physio-control to report that the display on their device is blank and they are unsure if the device is functional. As a result, defibrillation may not be available, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d4 model # of the initial medwatch report indicates: blank section d4 model #of the initial medwatch report should indicate: 20

Event description:
The customer contacted physio-control to report that the display on their device is blank and they are unsure if the device is functional. As a result, defibrillation may not be available, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate and verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device is blank and they are unsure if the device is functional. As a result, defibrillation may not be available, if it were necessary. There was no patient use associated with the reported issue.